Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx2220 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2019, patient needed long-term infusion therapy due to his illness, and the vein quality was not good. The doctor ordered a central vein catheter. On (B)(6) 2020 for weekly routine maintenance, when diluting heparin sodium positive pressure flushing tube, there was a fluid outflow at the catheter 41cm, check the catheter there is a needle-like small mouth, immediately ask the intravenous team to disinfect and adjust the catheter depth the catheter is 5cm, and the catheter is cut from the rupture after strict disinfection. The depth of the catheter is adjusted from 41cm to 36cm. It was found that the patient was not harmed in time, but the liquid input was insufficient, which may delay the patient's condition.